Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on (B)(6) 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the axios stent and electrocautery enhanced delivery system was not returned. Therefore, product analysis could not be performed. However, the documentation provided includes a photograph of the stent. A media analysis was performed where it can be observed that the stent was partially deployed. Media analysis confirmed the reported event of stent partially deployed. Stent partially deployed is noted within the instructions for use (IFU) as possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the proximal flange of the axios stent opened but did not fully deploy. The physician attempted to shuttle the catheter to release the stent but was unsuccessful. The stent was partially deployed when it was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a review of the photo provided by the complainant showed that the stent was partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the axios stent and electrocautery enhanced delivery system was not returned. Therefore, product analysis could not be performed. However, the documentation provided includes a photograph of the stent. A media analysis was performed where it can be observed that the stent was partially deployed. Media analysis confirmed the reported event of stent partially deployed. Stent partially deployed is noted within the instructions for use (IFU) as possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the proximal flange of the axios stent opened but did not fully deploy. The physician attempted to shuttle the catheter to release the stent but was unsuccessful. The stent was partially deployed when it was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a review of the photo provided by the complainant showed that the stent was partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the proximal flange of the axios stent opened but did not fully deploy. The physician attempted to shuttle the catheter to release the stent but was unsuccessful. The stent was partially deployed when it was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a review of the photo provided by the complainant showed that the stent was partially deployed.